Manufacturer narrative:
Follow-up #1 date of submission 06/02/2015-device evaluation:the pump has been returned and evaluated by product analysis on 05/18/2015 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed cs 052 and cs 054 call service alarms. During testing, the pump powered on and emitted a cs 087 call service alarm. Adequate investigation of the call service alarm complaint could not be completed due to the cs 087 call service alarm, which could not be cleared.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was emitting call service 054 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.